Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, while at school, the patient¿s cgm was reading 40 mg/dl and the bg meter was reading 330 mg/dl. No patient symptoms or treatment were reported. Once the patient got home, the patient¿s cgm was still reading ¿more than 300 mg/dl¿ and the cgm was showing ¿low numbers¿. No specific bg/cgm values provided. Due to the inaccuracies, the patient¿s parent brought him to the emergency room (ER). In the ER, the patient was treated with IV fluid. He was released the same day and advised to follow-up with his endocrinologist and dexcom regarding the inaccuracies. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.